Manufacturer narrative:
Based on the information provided, no conclusions can be made. A lot number has not been provided; therefore, we are unable to review the manufacturing records of the lot in question. The information is limited at this time and medical records have not been provided. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the perfix plug (device 2). An additional emdr was submitted to represent the other bard/davol device. Device evaluated by manufacturer? Not returned.

Event description:
Per legal complaint: it is alleged by the patients attorney that on (B)(6) 2017 the patient underwent surgery during which the patient was implanted with two (2) unspecified bard/davol perfix plugs. (Device 1 and device 2). It is alleged that on (B)(6) 2017 the patient underwent surgery during which the patient was implanted with an unspecified bard/davol 3d max mesh. The patient is only making a claim for an adverse patient outcome against the two (2) perfix plugs (device 1 and device 2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."